Event description:
It was reported on 9/30/2020 a leak was detected at the PICC-line connector which is connected to a safeset 3-way gravity perfuser reference 4063008, supplier b braun. Part of the infuser got stuck at the PICC-line connector rendering the PICC-line unusuable and necessitating it's replacement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a non-bd device becoming stuck within the luer adaptor of a 4fr s/l powerpicc solo catheter was confirmed but the cause is unknown. An interfacing device was found broken off within the luer adaptor of the returned device. Microscopic evaluation of the sample revealed small surface stress cracking on the neck of the luer adaptor, from the threads to the transition to the valve bulb. These cracks can occur if an interfacing device is forced against resistance into the luer adaptor. In addition, small gouges were seen on the outer surface of the luer adaptor hub and on one of the hub threads (likely from manipulation with an instrument such as hemostats). The break on the non-bd device was jagged and rough. No voids or channels were seen at the interface between the solo luer inner wall and the outer wall of the interfacing device. Curved hemostats were used to remove the secondary device from the luer adaptor. An iso 594 taper guage was inserted into the luer; the gauge depth fell between the planes of the gauge, indicating that the luer taper was within tolerance. The catheter was patent to infusion and no leaks were detected in the catheter or at the connector, when the sample was flushed with a non-complainant luer lock syringe. The distal end of the catheter was then clamped and the catheter was flushed against occlusion with both a luer lock and a luer slip fit syringe. No leaks were detected at the connection. As per the complaint, the connection between the powerpicc solo catheter and the interfacing device initially leaked and eventually the interfacing device was broken off inside the PICC luer adaptor. As the returned bd device meets specifications and was able to be flushed with a non-complainant syringe without a leak, the cause of the improper interfacing between these devices is unknown at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4760 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on 9/30/2020 a leak was detected at the PICC-line connector which is connected to a safeset 3-way gravity perfuser reference 4063008, supplier b braun. Part of the infuser got stuck at the PICC-line connector rendering the PICC-line unusable and necessitating its replacement.